Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio mesh. Per op notes, ¿the hernia defect was identified and freed from surrounding tissues. Component separation on both left and right sides were performed. A ventrio mesh was placed in the retro rectus space and secured using prolene sutures.¿ (B)(6) 2014 - patient was diagnosed with abdominal wall abscess thereby underwent open repair with incision and drainage of abscess. Per op notes, ¿postoperative hematoma was evacuated. Some purulent fluid was noted and drained. Seromas on both right and left sides were drained. Some necrotic tissues were debrided. Wound was packed with dressing.¿ (B)(6) 2014 - patient was diagnosed with infected abdominal wall mesh thereby underwent open repair with excision of ventrio mesh. Per op notes, ¿the infected old mesh was freed and excised entirely. The adhesions were lysed. Some necrotic tissues were noted on the top of mesh were excised. Some fibrous fluid was drained beneath the mesh. Dressing was placed.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.